Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: migration; malposition.

Event description:
Healthcare professional reported through national breast implant registry (nbir) "device migration/implant malposition, change shape/size/style, ptosis". Ptosis is considered not device related. This record is for the right side. The device was explanted.